Manufacturer narrative:
Correction: d1 (brand name), d2 (type of the device), g4 (PMA/510 (k) number). H10 manufacturer narrative. Two potential lot numbers were reviewed: - 64390742 manufacturing date 06/15/2022 expiration date 06/14/2024. - 64354609 manufacturing date 05/18/2022 expiration date 05/17/2024. Further investigation was performed by the engineers in the manufacturing site and it could be concluded that the failure was likely due to manufacturing process. Therefore, the manufacturing personnel has been notified about this condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One pressure monitoring set was received by our product evaluation laboratory for a full evaluation. The report of tubing detachment was confirmed. The pressure tubing was found completely detached from bond joint with female connector which was connected to the male zero stopcock connector. Indications of what appeared to be bonding material were evident on tubing bond surface area. The tubing od was measure to be 0.140" near the point of detachment, and it was within specification. No other visible damage or inconsistency was found to the returned kit. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this pressure monitoring set, the pressure tubing was detached. There was no allegation of patient injury. The device was received for evaluation.